Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the implant remains implanted; unknown if there will be a revision. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing instability. No revision has been planned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Radiographs were received, however the complaint cannot be confirmed. Review of the available records identified normal alignment of the knee and no signs of loosening or wear. A suggestion of medial and possible lateral compartment narrowing were noted, which could indicate a small polyethylene spacer. The complaint cannot be confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.